Manufacturer narrative:
A ge rep evaluated the system and reseated the generator interface board and replaced its coin battery, and adjusted the 5 volt power supply. The system operates as intended.

Event description:
The customer reported the system will not stop producing x-rays. No pt injury was reported.